Event description:
It was reported 6 bd ultra-fine¿ mini pen needles were not functioning correctly. The following information was provided by the initial reporter: "...pen needles would not screw onto pen...".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1202184. Medical device expiration date: 2026-07-31. Device manufacture date: 2021-07-21. . Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record could not be completed as no lot number was received. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.